Event description:
Sieve beds are defective s/n (B)(4). Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the sieve beds being defective. The md hose clamp was installed and a tie wrap was installed.